Manufacturer narrative:
Through investigation, it was identified this manufacturer report was reported in error. There was no reported issues with this edwards device.

Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation; therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of eight (8) months due to severe aortic insufficiency, restricted motion of the ncc leaflet and aorto-rv fistula. The explanted valve was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with right heart failure from left to right shunt after a history of avr from endocarditis. The valve leaflets appeared functional with no calcium. The aortic valve was explanted. The annulus was debrided of pledgets. The ventricular septum was inspected and there was no vsd. There was a 2cm defect from the atrial side of the tricuspid valve near the antero septal annulus which communicated with the aortic root. This fistula was repaired. The valve sizers were then used to choose the ideal size and a 23mm 11500a valve was selected. Pledgeted sutures were placed at each of the commissures, followed by horizontal mattress sutures placed around the annulus with the pledgets in the subvalvular position. The sutures near the fistula were taken to incorporate healthy aortic tissue and the fistula on the aortic root side was also closed. The sutures were passed through the sewing cuff of the valve and tied with cor-knot device after the valve was seated without difficulty. A patent foramen ovale was found and closed with sutures since the patient has had known right heart failure. A tricuspid valve repair with a 28mm edwards annuloplasty ring was also performed. The patient was easily separated from cardiopulmonary bypass without the need for inotropic support or pacing. Good cardiac function was confirmed by visualization, monitoring of hemodynamic and intraoperative tee evaluation. Protamine was administered and the patient tolerated quite well. The patient was transferred to the cvsu in stable condition.